Manufacturer narrative:
Additional information: from the 61 events: cosmetic, 8. Handling problem,haptic damaged, 1. Haptic damaged, 36. Haptic detached, 2. Lens damaged, 11. Lens damaged,packaging, 1. Lens damaged,wing broken, 1. Unknown/unspecified, 1. Serial numbers of suspect products: (B)(4). 24 investigations were completed and 37 are pending for the time period. From the 24 investigations: haptic damaged, 1. Haptic detached, 1. Lens cut, 1. Lens cut,haptic damaged, 1. Haptic detached, 2. Lens cut,haptic damaged,haptic detached, 2. Haptic distorted/bent, 2. Lens cut,haptic damaged, 1. No product returned, 13. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 61 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Additional information: 1 investigation was completed from the period for serial number (B)(4) and product was not returned. The investigation it concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted. H3 other text : placeholder.

Manufacturer narrative:
34 investigations were completed for the time period and the breakdown is as follows: 1 cosmetic; 1 cosmetic, haptic damaged 5 haptic damaged; 2 haptic damaged, haptic detached; 1 haptic damaged, haptic detached, lens damaged; 2 haptic damaged, lens damaged; 3 haptic detached; 3 lens cut, haptic damaged; 1 lens cut, haptic damaged, haptic detached; 1 lens cut, haptic detached; 1 lens cut, haptic detached, iol torn; 1 no issues identified; 12 no product returned; in all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.